Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00169.

Event description:
Allegedly both the two hole and four hole plates broke.

Manufacturer narrative:
Visual inspection of the returned parts found the remnants of the 2-hole plate, a broken screw, and a screw still attached to a screw hole. A microscopic examination was conducted and identified the part and lot numbers. Visible scratches, indentations and tool marks are evident on the returned pieces. The broken screw was viewed as well. The identification of the screw could not be performed other than the width, which was 3.5 mm. The breakage occurred on the shank approximately four threads distal to the head. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the plate and screw; the source of the stress could not be identified.